Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the aortic valve was severely calc ified, and so a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm true balloon. The valve was implanted at a depth of 3mm. A large infold was seen while the valve was still attached to the catheter. The valve was recaptured and removed. The physician performed another pre-implant bav with a 20mm true balloon. A replacement valve was successfully implanted at a depth of 4mm. The patient appeared to have moderate aortic insufficiency (ai). The physician performed a post-implant bav using a 21mm true balloon. The patient had zero gradient and trace ai on transesophageal echocardiogram (tee). No additional adverse patient effects were reported. Additional information was received that the moderate aortic insufficiency was paravalvular leak (pvl). Per the physician, severe ca lcium on the native valve leaflets contributed to the pvl and infold. An infold did not occur during loading, and the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was -4 millimeter¿s (mm). No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.